Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was not returned for evaluation. X-ray photo and videos were provided in which a stent delivery system is visible with a lying guidewire. The sent is also seen to have start deploying. An angiogram, nipped out of the videos is also provided. In summary, it is not possible to assess the reported incident based on the provided image and video data which leads to inconclusive results. It was reported that a 10f introducer / 0.035" guidewire were used for access, the tracking vessel was neither curved nor calcified, the lesion was pre-dilated, there was no visible damage to the device and the device was flushed before use. Based on available information, the investigation is closed with inconclusive results for difficult or delayed activation. A definite root cause for the reported issue could not be identified. The intended placement of the device for stenting in the superior vena cava represents an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. The instructions for use state: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device". Regarding preparation of the device the instructions for use states that "prior to loading the delivery system over a guidewire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment.". Regarding accessories the instructions for use states: a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer of appropriate size. The packaging pictograms indicate a 10f introducer and a 0.035" guidewire. The instructions for use states "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". The fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries. H10: b5, d4 (expiry date: 07/2025), g3. H11: h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent graft placement procedure in the super vena cava via the right femoral vein, the stent release was delayed for a long time and it could not be released smoothly. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was not returned for evaluation and photos were not provided which leads to inconclusive results. Therefore, based on the information available, the investigation is closed with inconclusive results for difficult or delayed activation. A definite root cause for the reported issue could not be identified. The intended placement of the device for stenting in the superior vena cava represents an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. The instructions for use state: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device". Regarding preparation of the device the instructions for use states that "prior to loading the delivery system over a guidewire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment.". Regarding accessories the instructions for use states: a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer of appropriate size. The packaging pictograms indicate a 10f introducer and a 0.035" guidewire. The instructions for use states "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". The fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries. The intended placement of the device for stenting in the superior vena cava represents an off-label use. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent graft placement procedure in the super vena cava, the stent release was delayed for a long time and it could not be released smoothly. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure in the super vena cava, the stent release was delayed for a long time and it could not be released smoothly. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.